Event description:
It was reported that a malfunction occurred with the customer's insulin pump, identified by a non-resettable code malf 0. There was no adverse impact to the customer's blood glucose level. The customer will use multiple daily injections as a backup therapy and the technical support team arranged to send a replacement pump.